Event description:
The hospital staff's attention was drawn to the ventilator by a low expiratory volume alarm and smoke coming out from ventilator. The ventilator was connected to a patient. There was a stop of ventilation but no injury was reported.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab, solna, sweden, maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.